Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 14 mg/dl. Cause was not known. Reportedly, the customer was unresponsive due to bg level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. No additional patient or event information was available.